Manufacturer narrative:
.

Event description:
It was reported that the patient has left breast cancer. The relationship of the breast cancer to vns is unknown. No additional relevant information has been received to date.